Event description:
The customer reported that the device jaws could not be re-opened and the blade would not retract while applied on tissue. The device was removed manually with no tissue damage or patient injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.